Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems' needles were rusted. The following information was provided by the initial reporter, translated from chinese: "orthopedics head nurse reported that the product did not open the packaging can see rust at the needle tip." "On (B)(6) 2022, when the general affairs class nurse replenished the indwelling needle and conducted inspection, it was found that there was a rusty needle handle and a large amount of rust inside the package. The nurse immediately reported to the head nurse, and the head nurse reported adverse events of medical devices."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems' needles were rusted. The following information was provided by the initial reporter, translated from chinese: "orthopedics head nurse reported that the product did not open the packaging can see rust at the needle tip" "on (B)(6) 2022, when the general affairs class nurse replenished the indwelling needle and conducted inspection, it was found that there was a rusty needle handle and a large amount of rust inside the package. The nurse immediately reported to the head nurse, and the head nurse reported adverse events of medical devices."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-sep-2022. H6: investigation summary: a device history review was conducted for lot number 1229916. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned sample displayed a yellowing of the latex plug and rusting of the v-clip (safety clip which secures the needle tip during retraction. This issue is caused by aging of the latex due to exposure to heat or oxidative environments. The issue has been confirmed. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device.